Manufacturer narrative:
Product ID 977a260, serial# (B)(4); product type lead product ID 977a260, serial# (B)(4); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a patient was getting bilateral coverage from the left lead but the right lead was located anteriorly and was giving the patient unsatisfactory stimulation. It was unknown when the stimulation coverage issue began. As a result the patient was having a lead revision. The manufacturer¿s representative (rep) wanted to know the consequences of taking the right lead out of the epidural space and cutting it near the spine versus disconnecting the lead altogether (the proximal end of the lead would still be inserted into the 8-15 head block). It was reviewed with the rep. To consider changing the lead configuration to 1x8 so the 8-15 side didn¿t get programmed and someone programming the system in the future didn¿t get confused by open circuits on 8-15. It was reviewed that the MRI eligibility would change and a cut lead would be considered an abandoned lead. The rep. Further noted that the right lead was not properly placed. The healthcare provider (hcp) went in for a revision to remove the lead and did not replace the removed lead because, the patient was receiving good stimulation with one lead. When the rep. Went to check on the patient they were notified that the patient had expired. The hcp didn¿t have any information on the cause.